Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. The customer blood glucose was over 600 mg/dl at the time of admission. It was also found the customer was nauseous and vomiting due to their high blood glucose. The cause of the customer's hospitalization was due to diabetes ketoacidosis and dehydration. The customer was monitored in the hospital for one week and was released. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.